Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity. Medical intervention was not specified. Philips is investigating this complaint; however, the device examination has not yet begun because the device has not yet been returned to the manufacturer for evaluation. As part of the complaint-handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : the device has not been returned to the manufacturer for analysis.